Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and confirmed the problem. In order to solve the malfunction, patient pumps were replaced. Based on investigation results of similar complaints, the most likely root cause of the reported event can be traced back to corroded/damaged pump motor bearing due to environmental conditions in which the pump worked in, such as condensation caused by water infiltration or high temperatures and high levels of humidity.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump during procedure. There was no report of patient injury.